Event description:
Captive washer pushed off the pin at the leg assembly.

Manufacturer narrative:
Upon evaluation of this bed frame, it was determined that the captive washer pushed off the pin at the leg section and sleep deck causing these sections to disconnect. A new bed frame was delivered to the facility on (B)(4) 2011. A new design that replaced the toothed washer with a cotter pin to hold the leg section and the sleep surface together was implemented on products manufactured after 09/21/2010. As of (B)(4) 2013 our records show that all beds at this facility have been updated with the new design.